Event description:
It was reported that premature battery depletion was observed when a patient presented in clinic for a routine check. There were no previous changes in therapies or programs. Since the patients ejection fraction (ef) had normalized, replacement of the device was planned for a later time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.